Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was partially confirmed. The evaluation found the following: due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; scope cover plate was unclear; due to a crack on distal end, water tightness is lost; due to damage on channel tube, water tightness is lost; due to clogging of air/water tube, no water is fed; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; there is a gap between acoustic lens and ultrasound probe; adhesive around objective lens has wear; adhesive around light guide lens has wear; adhesive on bending section cover or distal sheath rubber has wear; connecting tube is deformed; connecting tube is snaking; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; ultrasonic probe is loose; and universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera ii ultrasound gastrovideoscope, broken fibers and leakage at the tip. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there was a gap of adhesive on the distal end / stain entered inside the lens through the gap, and that there was a gap between acoustic lens and ultrasound probe. This report is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event likely occurred due to wear and tear from the user handling the device. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.